Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing focal pain near the implant site. The patient underwent revision procedure wherein the implantable pulse generator (ipg) was moved from right low back to right side. The patient was doing well postoperatively.